Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin, and no further assistance was deemed necessary.